Event description:
As reported by field clinical specialists, the patient that received a 23mm sapien 3 (s3) has expired 6 years and 10 months post implant. This patient was reported to be having increasing valve stenosis. Per medical records, the patient was admitted for cardiogenic shock due to severe stenosis of a tavr valve and acute systolic heart failure. According to the most recent echo report, there was trivial insufficiency. The peak velocity and mean gradient are 4.6 m/sec and 58 mmhg, higher than expected. The bioprosthetic tavr valve had significant stenosis.

Manufacturer narrative:
There is no indication of device explant. Investigation is ongoing.

Manufacturer narrative:
As the device was not returned, no visual inspection, functional testing, or dimensional testing could be performed. No imagery was provided for review. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history review or lot history review is required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. A complaint history review on confirmed device complaints (returned and no product returned) from february 2022 - january 2023 for the sapien 3 (all models and sizes) was performed with the relevant event codes identified below. Prior closed complaints with any of the relevant codes were reviewed for similar events and root cause identification. Of the root causes identified, the following are potentially applicable to the complaint event, patient factor (hyperlipidemia). The sapien 3 with commander delivery system IFU was reviewed. Itt does warn that ''accelerated deterioration of the thv may occur in patients with an altered calcium metabolism.'' No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The degeneration was confirmed based on the provided medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are listed in the instructions for use for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. As reported, ''the patient that received a 23mm sapien 3 (s3) has expired6 years and 10 months post implant. This patient was reported to be having increasing valve stenosis''. Per medical report, the patient had the history of hyperlipidemia, which is one of the known factors that may increase the risk for valve calcification. Tissue calcification can impede leaflet mobility leading to stenosis and valve degeneration. As such, available information suggests that patient factors (hyperlipidemia) may have contributed to the complaint event. Since no device problem was identified affecting distributed product, no pra is required. Since no edwards defect was identified, no corrective or preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.